Event description:
It was reported that the customer experienced high blood glucose levels all day. The blood glucose reading was 456 mg/dl. The customer stated that he went to the doctor's office and had since been having high blood glucose levels. No symptoms of high blood glucose were noted. Upon troubleshooting, the customer realized that he had not removed the needle guard and confirmed that this was the problem. The most recent blood glucose reading was 304 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.